Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient's lead had migrated due to multiple falls. The patient had a full system swap. The clinical specialist confirmed the revision surgery took place on (B)(6) 2025. The clinical specialist provided an update that the patient is doing well post-revision. There are no further complications.

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient's lead had migrated due to multiple falls. The patient had a full system swap. The clinical specialist confirmed the revision surgery took place on (B)(6) 2025. The clinical specialist provided an update that the patient is doing well post-revision. There are no further complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: ivestigation details: the device analysis was performed. Based on the DHR review as well as returned device investigation, there were no issues with the device that would have caused or contributed to the reported issue. Device logs show that error code 17 appeared in (B)(6) 2025. This error code indicates a high/open impedance, which may have been the result of lead damage. There were zero issues found with ipg during inspection. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation.